Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tune window.

Event description:
Customer reported that the insulin pump was dropped and it is severely scratched. Customer stated she has not experienced any high or low blood glucose. Customer stated the device had a horizontal crack or scratch on lcd screen; it looks like a scratch but she can run her fingers across and feels like it could be a crack. It is bothering her because she can see shadows. Last blood glucose value was 168 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.